Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the third-party service center, the device failed an active exhalation proportional valve opened test step. No further testing was performed. There was no foam particles observed. The sound abatement foam was replaced preventatively.